Manufacturer narrative:
The pre-repair temperature tests couldn't be done as the motor was shorted and ran intermittently. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned and so an evaluation is not available. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the device overheated in less than a minute during a mastoid procedure. A second handpiece was used to complete the procedure. There were no injuries reported as a result of this event.